Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "I have mixed reviews my right stryker hip has never been quite right, but the left is wonderful. I also need knees, but I'm holding out as long as possible. After the double hips, I'm not looking forward to another grueling recovery period."